Event description:
Event description guidant received information that this chronic transvenous defibrillation lead exhibited an out-of-range shocking lead impedance measurement. The shock electrogram (egm) was flatline. However, during isometric testing, the egm improved and the shocking impedance measurement was within normal limits.